Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced back pain, frequency, urgency, nocturia and dysuria. Cystoscopies with hydrostatic bladder dilations and fulguration were performed.